Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control observed that the therapy connector assembly was not connected to the therapy pcb assembly. Physio-control reconnected the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported to a physio-control service representative that, during a training session, the customer's loaner device displayed the message "connect cable" after the therapy cable had been connected to the device. Therefore the device may not provide defibrillation therapy when required. There was no patient use associated with the event.